Event description:
Device is not storing all of the test reading values. Reporter stated when looking at a previous reading, the result was either 87 or 88 mg/dl. However, when looking in the memory, it indicated a result of 120 mg/dl. Reporter stated when looking at the memory on three more occasions, the device would state a different number each time and no tests were performed. Reporter indicated treatment did not apply in this particular situation. A request was made for the return of the suspect device and replacement product was sent.